Manufacturer narrative:
Intuitive followed up and obtained additional information. Please refer to section a and b7 for patient demographic information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) has been returned and evaluated by the failure analysis (fa) team. Error fault was confirmed using log, which showed multiple c-01 faults. After a hard power cycle, the erbe powered up with a u-02 fault, which was replicated during failure analysis and prevented functional testing. The root cause is attributed to a defective generator.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure using an xi system, an operating room (or) staff member called to report erbe faults. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found multiple c-01 faults. After a hard power cycle, the erbe powered up with a u-02 fault. The customer elected to use another vision side cart (vsc) to complete the case. The tse confirmed that all other vscs were at the same software level. The procedure was converted to another da vinci system, and no patient injury was reported.